Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. After ten minutes of use, the blade would not advance. The procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(6). Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During the evaluation, the blade rotated and advanced as intended throughout the evaluation without issue. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.